Event description:
The pt was not a surgical candidate. The physician reported the lesion as undilatable after taking a balloon to 28 atmospheres. The guide wire was placed down the circumflex and a 1.5mm rotablator burr was around the bend when the physician decided the system connection was not good so the physician removed the burr and wire. The same wire and burr were again placed in the circumflex but this time the physician could not get the wire around the bend. While manipulating the guide wire while the system was not running, the guide wire body fractured and could not be retrieved. The pt went to surgery for wire removal. The wire was successfully removed. As of 10/13/00, the pt the reported as being in the coronary ICU and was not doing well. The pt is also a cancer pt.